Event description:
Chronic sinus problems, unable to wear all night, breathing problems required c-pap to breathe, breathing problems increasing for past 5 years, now requiring medical help, instructed to stop using. On steroids for breathing, scarring of lungs, medical dr's are just becoming aware of problem and don't know what to do. Lung dr's has only gave steroids, no knowledge of problem at test date. Medical dr. Is aware of recall, only has info that I have, but said CPAP¿s very hard to find at this time. FDA safety report ID # (B)(4).